Event description:
A portion of the catheter dislodged and migrated through the heart and into the lung. The piece was removed from the lung through the groin area. At this time a nerve was damaged causing add'l discomfort. Port was originally placed during double mastectomy. Pt recalls appropriate flushing on a regular basis. During chemo sessions, there was difficulty administering the chemo which improved through movement of the pt's arm. There was also alarms from an electronic infusion device used. Pt's physician stated that the event was due to pinch-off from clavicle compression. However, the physician also told pt the pinch-off was directly the result of scar tissue build-up from a previous port (bard port).

Manufacturer narrative:
The port was discarded upon removal. Event description is consistent with pinch-off syndrome, however without port and catheter to evaluate unable to confirm.